Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased hv lead impedance was observed. Programming changes were made. The patient received no consequences and will continue to be monitored.

Event description:
New information received indicates that the lead was explanted and replaced to resolve the issue. The patient was in stable condition.